Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a past event via phone call of receiving a lost sensor, weak signal, and sensor end. During troubleshooting, it was found that the wrong transmitter ID was programmed. Customer's blood glucose was 400 mg/dl and was treated with bolus delivery. Customer was assisted in reprogramming ID.